Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the unknown bd needle through catheter on may 30, when a nurse was injecting an indwelling needle into a patient, the needle core pierced the catheter of the indwelling needle, but no harm was caused. The nurse immediately replaced the indwelling needle with a new one and reported the adverse event.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Ar-code--a review of the applicable fmea/eura indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation-(B)(4). The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.